Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that prior to use, while testing the fogarty catheter, the balloon did not deflate. There was no allegation of patient injury. Patient demographics are unable to be provided due to (B)(6) privacy laws. The lot number is unknown.

Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw805f35 catheter. The balloon was inflated with 0.9ml of water and 1.7ml of air, and the balloon inflated concentric. The balloon deflation was achieved in 12 seconds, which was within specification. The balloon latex and windings appeared to be in good condition. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The customer report of "did not deflate" was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance; however, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded, so the potential for ischemia related to deflation difficulty is less likely; however, deflation difficulty can impair balloon modulation during use, which has the potential to lead to vascular injury. Therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.